Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypertension and high and low blood glucose on (B)(6) 2018 with blood glucose was 300-400 mg/dl. The customer's blood glucose at the time of event was 450 to 475 mg/dl. The customer treated their high blood glucose with insulin pump, manual injection and intravenous drip. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.